Manufacturer narrative:
There is no report of pt injury. The sample has not been returned. It is unclear what caused the tip to break or be damaged. Placement of a ng tube into the trachea and bronchus is an inherent risk in the placement of all nasogastric tubes. Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed. Requests made for additional info gave no response from the customer. Due to this a definitive conclusion cannot be made.

Event description:
The nasogastric tube was placed within the oropharynx and entered the trachea and then the left main bronchus. On withdrawal of the tube a radiodense metallic object remained in the left main bronchus. This fragment was from the tip of the nasogastric tube which had been damaged. It was subsequently removed via flexible bronchoscopy with no post procedural complications.